Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-feb-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the active patient profile was not appearing. A technical support specialist (tss) reviewed the situation and identified that the patient visit was not present on the enterprise server except for the temporary entries previously noted. The tss requested that the admissions team be contacted to process a proper admit message so the patient could be reconciled in the system. The tss explained that this action would allow the patient to populate on the device as expected and ensure that unit transfers preserved the patient's history. The tss continued to follow up to confirm that there were no remaining concerns and the customer confirmed that the issue was resolved with the help of one of customer's electronic protected health information analysts. The system functioned as intended after the technical support specialist inspected the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary patient did not appear to remove medications from the alt3fhaa pyxis device. Customer reported that temporary profiles had been created for this patient. Three different profiles appeared in pyxis es, with only one of the three linking to the patient's mrn. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.